Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the tubing got loose from the insertion spot at night. In the investigation, it was found that the tubing was detached from the tubing connector. No further information available.